Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set the health care worker experienced a needlestick injury - post use as iit was difficult to activate safety feature. The following information was provided by the initial reporter: the customer stated the "nurse was stuck with needle after injection because the safety mechanism did not fully activate yesterday. Sample was discarded. Additional testing was performed on the nurse but no results yet.

Manufacturer narrative:
Bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set the health care worker experienced a needlestick injury - post use as iit was difficult to activate safety feature. The following information was provided by the initial reporter: the customer stated the "nurse was stuck with needle after injection because the safety mechanism did not fully activate yesterday. Sample was discarded. Additional testing was performed on the nurse but no results yet.